Event description:
Complainant alleged that while utilizing the device to confirm the death of a male pt, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device. Complainant indicated that the pt sustained fatal injuries and the device was being used to confirm death.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.